Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Capsular contracture confirmed as baker grade iii.

Manufacturer narrative:
The event of "capsular contracture unknown baker grade" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture unknown baker grade.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown. Manufacturer of device is unknown. Device has been explanted.